Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported; therefore, no lot release records were reviewed. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that blood glucose levels exceeded 13.8 mmol/l (250 mg/dl) while wearing the pod between 36 and 48 hours on the leg. The patient viewed the cannula window and noted blood. The pod was removed and the cannula appeared to be bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied. The patient does not recall the exact occurrence date and the pod was discarded.